Event description:
Complainant alleged that during a routine shift check by a clinician, the device had a fault with the multi-function cable while using paddles. The customer was unable to elaborate on the nature of his failure. Complainant indicated that there was no involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.